Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient's parent reported the aligner has chipped their son's tooth and they did not work for them.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.